Event description:
It was reported that the patient presented for a site check and it was discovered that the implantable cardiac monitor exhibited wound dehiscence. It was noted that the site was not properly closed. The device was explanted. The patient was in stable condition.